Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc set including; a catheter, spring wire guide assembly, ars, introducer needle, and a dilator for evaluation. Visual inspection of the components showed no signs of use. The dilator tip appeared to be slightly oval, but no damage was observed. The total length of the dilator body was measured to be 102mm which is within specifications of 95.2-108mm per dilator graphic. The outer diameter of the dilator body was measured to be 2.812mm which is within specifications of 2.81-2.87 per dilator graphic. The inner diameter of the dilator tip was measured to be 0.9144mm which is within specifications of 0.91-0.97 per dilator graphic. The returned swg was inserted into the dilator with no resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "use tissue dilator to enlarge site as required." The customer report of a damaged dilator tip was not able to be confirmed by complaint investigation of the returned sample. The dilator tip was slightly oval but no damage was noted. A device history record review was performed with no relevant findings. Based on the sample provided, no problem was found. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the md was performing the procedure according to the IFU. The tip of the dilator is not smooth and the dilator did not enter anymore. The md had to use a new product without incident.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the md was performing the procedure according to the IFU. The tip of the dilator is not smooth and the dilator did not enter anymore. The md had to use a new product without incident.